Manufacturer narrative:
The returned device was evaluated and tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone14.7. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 390 mg/dl.